Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic procedure, the reload was stuck in the stapler and did not fire. To resolve the issue, a new reload was used. There was no patient injury.